Event description:
Six years post-operative device broke from the stem to the medial edge of the component. The broken piece followed the contour of the loss of bone under the component. Device was removed and replaced.